Event description:
Coaptite post approval study. Pt injected with 2.0ml of coaptite injectable implant for stress urinary incontinence on (B)(6) 2009. From the date of injection, the pt was treated with intermittent catheterization. Two days post injection, the pt returned to the clinic to have her bladder drained on (B)(6) 2009. A foley catheter was inserted on (B)(6) 2009 with instructions (to the pt) for the catheter to remain in place until (B)(6) 2009. The pt requested to be hospitalized on (B)(6) 2009; not determined to be medically necessary per treating physician. The pt developed a urinary tract infection on (B)(6) 2009, diagnosed during urine culture, and treated with antibiotics for 15 days.

Manufacturer narrative:
This event was reported in the line listing of the interim post-approval study status report for (B)(4), submitted to the FDA in march 2010. Since the adverse event required catheterization, it was determined to be a reportable event. The device history records for coaptite lot 1010448 were reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for this lot.